Event description:
The customer reported that the system would lock up during boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative conducted an onsite investigation. The system was removed from the site before repairs could be completed. No further service information was provided.